Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, seroma and soft tissue. Necrosis. Concomitant products: 550cc mentor memorygel breast implant, catalog # 3505501bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 575cc mentor memorygel breast implants and experienced rupture, late onset seroma and soft tissue necrosis on the right side postoperatively. As a result, the patient underwent device removal on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: a photo of the device was initially received where a rupture can be observed. The photo does not provide enough evidence to determine root cause. The device was returned for evaluation and during the visual inspection, the sample was confirmed to be ruptured. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Excessive inflation of the device may also result in tissue necrosis and thrombosis. Subsequent exposure and/or extrusion of the implant may occur. As indicated in the mentor product insert data sheet, the use of microwave diathermy in patients with breast implants is not recommended, as it has been reported to cause tissue necrosis, skin erosion, and extrusion of the implant. Factors associated with increased necrosis include infection, undue tension of the tissue covering the implant, inadequate tissue thickness inhibiting circulation, trauma to the tissue during surgical procedures, use of steroids in the surgical pocket, smoking, chemotherapy, microwave diathermy, radiation and excessive heat or cold therapy. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on march 6, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).